Event description:
Right femoral central venous catheter guidewire was retained; removed on (B)(6) 2025. A 66-year-old female with past medical history significant for chronic pain on opioids and with recurrent pneumonia presented to the ER with chief complaint of altered mental status and acute on chronic hypoxic/hypercapnic respiratory failure.